Event description:
The following was reported: "scopes blurry switched to open surgery. Patient was for left vats, excision of lung lesion. 30 degrees 10mm scope was in use. Camera was very bad quality and they were unable to see clearly after cleaning repetitively for about 20 times which, led patient to bleed, due to poor optics, they couldn't identify source of bleeding while the camera needed frequent cleaning and losing focus, they needed to convert to mini thoracotomy to allow for better assessment. Bleeding was controlled and would have been avoided to convert to mini thoracotomy if camera was better quality as the source of the bleeding was identified easier and quicker and also bleeding would have been avoided in first place as poor focus of the camera.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).